Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Cuts in the insulation. Surface cuts, and cut through to the distal hv lumen were noted. Blood/body fluid noted in the lumens. Also, blood was noted in the terminal pin opening. The clear ma is torn/separated from the eptfe at the proximal end of the distal spring electrode, and the electrode is stretched at this point. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement, low amplitude or high pacing thresholds. The tip portion of the lead, including the helix, appears intact and undamaged. The lead passed electrical testing.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged a day after implant. The rv lead exhibited low p-waves and high pacing thresholds. The rv lead was explanted. No additional adverse patient effects were reported.